Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned a wronged code key. Customer returned a wronged vial lot test strips. Most likely underlying root cause of malfunction:user had an incorrect code key. Manufacturer contacted customer with follow up phone calls ;customer stated is asymptomatic and did not seek medical attention after the initial call;customer is satisfied with the new product replacement readings.

Event description:
Consumer reported complaint for high blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with tests results obtained of 450, 458, 510, 575. The customer's expected fasting blood glucose test result range is 167 to 200 mg/dl. Customer test three times a day. The customer reported symptoms of a headache at the call time. On (B)(6) 2016, the nurse contacted the doctor and took the customer directed to the e.r. Due to the high results,customer had no symptoms but concern of the high results readings. The customer tested at the ER and obtained results of 281mg/dl (non- fasting) within 20mins. The test strip lot manufacturer's expiration date is 08/18/2018. The meter memory was reviewed for previous test result history: (B)(6). Customer stated had a headache during the call,customer state normally has a headache so not sure if the headache was related to diabetes. The nurse realize that the meter was not coded correctly the code inserted in the meter was 4678. Customer is a really brittle diabetic, her average varies. Customer's nurse asked of the memory's results, nurse has not the meter; unable to verify the results in the meter's memory.